Event description:
A screwdriver handle fell off during the removal of a screw from a tibial nail. The surgery was successfully completed using another screwdriver. All pieces of the broken driver were removed from the patient. Surgery was prolonged by approximately 10 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing records reveal the identified product was accepted and released to finished goods with no non-conformances related to the reported event. Visual examination of the returned driver revealed its shaft broke at a point within the driver handle, proximal to the shaft fixation pin bore hole. The cause of this failure cannot be determined given available information; however, exposure of the handle to excessive lateral forces could lead to such a failure of the drive shaft at it's weakest point proximal to the driver shaft bore pin hole. There wis insufficient data to conclude the identified issue is associated with product manufacturing. The cause of this failure cannot be determined given available information; however, exposure of the handle to excessive lateral forces could lead to failure of the driver shaft as its weakest point, proximal to the driver shaft bore pin hole. Insufficient information is available to conclude the identified issue is associated with the products manufacturing.